Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5099923. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that while using a 21 g x 1.25 in. Bd eclipse blood collection needle with luer adapter, a clinician attempted to close the safety shield, the safety shield broke off, and the clinician scratched his/her finger. Routine first aid was provided and both the source patient and clinician received routine post exposure lab work.